Event description:
It was reported that the downstream occlusion failed. The event occurred before infusion. There was no physical damage reported. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed worn dso and uso seals, scratched lcd lens, and a bent latch lock. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was related to the expulsor and valve. As a result, the expulsor and valve were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.